Event description:
It was reported during an afib case, an air embolism was noticed. Caller reported that the physician saw air going through the line on the farawave ablation catheter. The air could also be seen on ice in the left pulmonary veins and the aorta. At that time st elevations were also noticed. The air embolism was confirmed by ice. Medical intervention provided was aspiration of some of the air from the left pulmonary veins using the faradrive sheath. An interventional cardiologist was also brought in and they got access and aspirated the rest of the air in the aorta. The patient was reported to be in stable condition. The octaray catheter was used for mapping. Farapulse system was used for ablation. Carto 3 system serial# (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).